Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia to 280 mg/dl for a couple of hours shortly after starting ilet, with no infusion set leaks or kinks reported and no alerts or alarms observed; the user also asked about supply changes and was informed insulin delivery pauses during the change and resumes afterward. Symptoms included elevated blood glucose. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no immediate health effects. Investigation included complaint data review, user interview, and troubleshooting and education on early ilet learning behavior and supply change procedures. Investigation of this case revealed no device malfunction and no component failure identified, with hyperglycemia occurring during the initial learning period and resolved after supply change and ongoing monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear.